Event description:
Litigation alleges patient had pain, disability and was physically damaged from exposure to chromium and cobalt after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec¿d 11/26/2014 - medical records received. Patient revised to address cup loosening and metallosis. Upon revision, golden clear fluid, black tissue staining, foreign body-like granulomatous reactivity, and corrosion at the trunnion were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 12/22/14.